Event description:
The pt underwent implantation of a synchromed pump and catheter in 2001 for intrathecal infusion of medication for non-malignant pain/failed back surgery syndrome. The pt exhibited fever, incisional wound opening and pain at the lumbar region the following month. The hcp performed a lumbar region culture which showed no growth, date unknown. The pt was treated with IV and oral antibiotics and total device explantation the next day. The infection resolved and the pt did not experience drug withdrawal.